Event description:
Literature was reviewed regarding "computed tomography angiography in surgical planning for deep brain stimulation is associated with reduced rates of symptomatic tract hemorrhage: a single institution retrospective analysis". The following medtronic devices were used: 3387 and 3389 leads, sensight directional leads reported events: 12 patients had hemorrhage on postoperative imaging: 9 patients in the non-cta group and 3 in the cta group. - 5 patients experienced neurological symptoms (altered mental status) that were attributed to the hemorrhage - 2 patient experienced seizures attributed to the hemorrhage. - 1 patient had left sided weakness, which was transient. The patient restored full strength at follow-up. - 1 patient demonstrated a superficial right sided tract hemorrhage along the deep brain stimulation lead with surrounding edema.

Manufacturer narrative:
A2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the sex or gender of the majority of the patients reported in the article as specific patients could not be identified. B3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence will be sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3389, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3389, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3389, serial/lot #: unknown, ubd: , UDI#: abdulrazeq, hael md1,2,3,*; riccelli, tori md1,2,3,*; chatad, derrick ms1,3,4; kimata, anna r. Scb1,2,5,6; alexander, marcus md, phd1; feler, joshua md1,2,3; malik, athar n. Md, phd1,2,3,5; asaad, wael f. Md, phd1 ,2,3,5,6. Computed tomography angiography in surgical planning for deep brain stimulation is associated with reduced rates of symptomatic tract hemorrhage: a single institution retrospective analysis. Operative neurosurgery ():10.1227/ons.0000000000001953, february 18, 2026. / doi: 10.1227/ons.0000000000001953 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.